Manufacturer narrative:
Per IFU replacement safety notice, "vent the no foam container by disconnecting the quick connector at side of container". It is unknown if the operator vented the bottle prior to opening. No other information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator was splashed in the face with no foam reagent, and inhaled the aerosol, while adding it to the unicel dxc 600 synchron clinical systems. The operator was wearing goggles and gloves. The operator went to the ER, no other details were available.